Event description:
The customer reported monitor cart will not power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the monitor base power supply 3.15 a fuse. This MDR is related to ge healthcare complaint.